Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with gunshot wound to the brain. At some time post filter deployment, it was alleged that the filter failed to expand and tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was deployed with the tip placed at the intended deployment site at the inferior border of l2 for the patient with gunshot wound to the brain, however, the filter failed to open as expected. It was deployed at the proper vertebral body level but failed to open. Repeat contrast cavography was performed and it revealed that the filter has been deployed into an ascending lumbar vein thus explaining why the filter had failed to open. Then femoral celect filter was successfully deployed with the tip of the filter coming to rest at the mid body of the l2 vertebra. Approximately, two days of post deployment, the abdomen 1 view was performed, and it revealed there appeared be to the inferior vena cava filters, the one with the tip at the level of l2 appears to be non-expanded. The line with its tip at the level of l1 appear be expanded. Around, six months later, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Contrast cavogram was performed and it demonstrated significant tilt of the filter with the tip of the filter being apparently outside the contrast column. Multiple attempts were made to trying to get the guidewire at the site of the tilt with a dilatation which, were unsuccessful. Attempts with the recovery cone were also unsuccessful in grasping the neck of the filter. After multiple attempts, the procedure was aborted due to the deep embeddedness of the tip into the caval wall. Around, one year, two months later, acute abdomen series was performed, and it revealed an inferior vena cava filter was noted. Therefore, the investigation is confirmed for the failure to expand of the filter, filter tilt and retrieval difficulties.the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with gunshot wound to the brain. At some time post filter deployment, it was alleged that the filter failed to expand, tilted . The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.